Event description:
It was reported that the cannula appeared to have separation of rings at the bifurcation. The cannula was subsequently replaced with another cannula. Per the physician, there was no emergent need to replace the cannula, but desired to replace the cannula before the issue got worse. The removed device was discarded. Without device analysis it is unclear if the rings at the bifurcation had separated or not. Additionally, it was unclear if the appearance of the separation of the rings at the bifurcation was due to the device being bent ad not secured properly. No additional relevant information has been received to date.